Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The preoperative aneurysm diameter measured 60 mm. On (B)(6) 2009, a type ii endoleak was identified. The aneurysm diameter measured 32 mm. On (B)(6) 2009, the persisting type ii endoleak was identified. The aneurysm diameter measured 45 mm. On (B)(6) 2011, embolization of a bronchial artery was performed. On (B)(6) 2011, the persisting type ii endoleak was identified. The aneurysm diameter measured 59.8 mm. On (B)(6) 2011, open thoracic repair was performed to treat the persisting type ii endoleak whereby the gore® tag® devices were explanted, and the descending thoracic aorta was repaired with a surgical graft. The patient tolerated the procedure.